Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of admittance was 699mg/dl. The customer's most current level was 172mg/dl. The customer was in comatose. Troubleshoot with the nurse was conducted. The high pressure test was not conducted due to nurse consulting with patient's husband over conducting test and having to replace tubing afterwards. No further assistance was provided at this time, the nurse would be calling back.